Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device gives a green image. The device was tested on several devices. The unspecified procedure was completed with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e4, h3, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit is broken / protector of the video cable section was cut. Based on the results of the investigation, it is likely that the issue occurred due to the r-unit was broken and therefore the image is green. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the intended procedure was completed.